Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no recovery recorded. The first motor stall reportedly occurred on (B)(6) 2014 at 16:31 and recovered at 22:50. The next stall was on (B)(6) 2014 at 01:02 with a recovery at 01:27. It reportedly stalled again at 02:24 and did not recover until (B)(6) 2014 at 02:26. The healthcare professional (hcp) stated that the patient did not have an MRI. The patient reported a severe increase in pain and basic withdrawal symptoms. The patient was reportedly given oral medication and scheduled for a pump replacement. The patient's pump was intended to infuse dilaudid.